Manufacturer narrative:
Clarification was received from the site regarding the system evaluations on this file, and part replacements/analysis. It was reported that the power switching board was replaced in the initial MDR. This component was replaced as part of a fca and was not the cause of the issue reported for this event or related to this event. A manufacturer representative went to the site to test the equipment in an additional work order. It was reported that the image acquisition system (ias) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The image acquisition system (ias) computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed. The computer failed the bench test, it was unable to boot, and there was no hard drive led activity. The event was caused by a hard drive failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power board was replaced. The im aging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a s acroiliac and thoracolumbar procedure, the system would not clear e-stop regardless if the button on the pendant or on the image acquisition system (ias) was pushed. The site chose to reboot the system and then the pendant stated system booting please wait. The site then rebooted the system with the umbilical disconnected, but the issue persisted. There was a delay to the procedure of less than one hour. Imaging and navigation was aborted. There was no reported impact on patient outcome.